Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator intermittently turns on and off but was not connected to a pt. It is unk if the ventilator had an audible alarm when the reported problem occurred.